Manufacturer narrative:
(B)(4). The reported "cuff won't inflate" issue was confirmed in the received sample. The cuff deflated immediately through two cuts that measured 0.354 and 0.210 inches. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An infiation test is performed for all taperguard products. Cuts of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
A report received from a nurse in (B)(6) stated a tracheostomy tube's cuff readings did not stabilize. The readings were being measured by a pressure gauge. The nurse stated the tube could have been damaged by forceps used during intubation of the patient through the nostril. The reporter stated no lubrication was used and the cuff was tested prior to use. The patient was not recannulated.